Manufacturer narrative:
UDI:(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to the patient on (B)(6)2017 (product code is 82-8806, the initial setting is unknown). After the surgery, the ventricle size didn¿t decrease, so the setting was lowered to 1. A contrast examination was performed, but no occlusion was detected at that time. The ventricle still didn¿t decrease, so the valve was revised to 82-3001 on (B)(6) 2017. The patient¿s condition is being monitored. The patient is a (B)(6)-year-old female, and her initial is (B)(6). The original disease is sah. No further information was provided by the hospital.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 1. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records for the valve product code 82-8806, was not possible as the lot number was unknown. No root cause could be determined as no problem was noted with the valves during investigation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.